Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent revision surgery to repair a recurrent left inguinal hernia on (B)(6) 2018 and mesh was implanted. It was reported the patient experienced or continues to experience stomach pain, difficulty walking at times and can no longer perform sexually. Additional information reported states the patient now has limited range of motion and challenges performing daily activities such as sitting and standing up. No further information provided at this time.